Event description:
The following info was reported to kci by the home health nurse: on (B)(6) 2012, v.a.c therapy was initiated. On (B)(6) 2012, the nurse reported that during the removal of the dressing, the wound bed started bleeding. Ice was placed on the wound bed along with pressure in an attempt to stop the bleeding. Add'l info received on (B)(6) 2012, the home health nurse reported that after applying pressure to the wound bed the wound continued to bleed. The pt was sent to the emergency room. The emergency room doctor had to place a suture on the left upper abdominal wound in order for the bleeding to stop. Once the suture was in place an alternative dressing was applied.

Manufacturer narrative:
On (B)(4) 2012, the device was tested per quality control procedure by kci field service, and the unit passed the quality control checks and met specs. On (B)(4) 2012, the device was placed with the pt. On (B)(4) 2012, the device was returned to kci for eval. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. Device labeling, available in print and online, states: with or without using v.a.c therapy, certain pts are at high risk of bleeding complications. The following types of pts are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Pts who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomoses or grafts)/organ; infection; trauma; radiation; pts without adequate wound hemostasis. Pts who have been administered anticoagulants or platelet aggregation inhibitors. Pts who do not have adequate tissue coverage over vascular structures. If v.a.c therapy is prescribed for pts who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c therapy, leave dressing in place, take measures to stop the bleeding, and seek immediate medical assistance. The v.a.c therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. If dressing adheres to wound, consider introducing sterile water or normal saline into the dressing, waiting 15-30 minutes, then gently removing the dressing from the wound. Consider placing a single layer, wide-meshed, non-adherent material prior to placement of the v.a.c foam dressing. Always ensure that v.a.c foam dressings do not come in direct contact with vessels or organs. Use of a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, multiple layers of fine-meshed, non-adherent material, or bio-engineered tissue may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure that they are secured in a manner as to maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode used when initiating therapy. Caution should be taken when treating large wounds that may contain hidden vessels, which may not be readily apparent. The pt should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician.